Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel. Which led to inappropriate anti-tachycardia pacing (atp) therapy. Troubleshooting options were discussed and recommended. The rv sensitivity was reprogrammed. At this time, the product remains in service and no adverse patient effects were reported.